Event description:
It was reported that the patient underwent hip revision an unknown number of years post implantation due to metallosis. During the procedure, the head and taper components were removed. Patient was converted to active articulation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown stem, lot #: unknown; item #: unknown, unknown cup, lot #: unknown; item #: unknown, unk m2a taper adapter, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00508.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs identified the following: left hip arthroplasty is anatomically aligned. There is no fracture or dislocation. Overall fit and alignment are maintained. Bone quality is osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty. Subsequently, the patient was revised approximately 13 years later due to metalosis. It was reported that the joint was irrigated with copious amounts of irrisept and saline to ensure no metalosis remained. No intraoperative complications were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b5; b7; d6; d10; g3; g4; h2; h6. D10: cat# 192413 lot# 784560 echo por fmrl red nc 13x145mm. Cat# 139274 lot# 661910 m2a-magnum 52-60mm tpr insr +9. Cat# 139274 lot# 661910 tapper adapter. Mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: benign-appearing bloody fluid sent for gram stain, culture and sensitivity, and cell count. Once implants constructed, copiously irrigated with irrisept and saine, debrided, no more metalosis remained after debridement. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.